Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to using a high-energy treatment tool (laser, high frequency, etc.) Without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found: due to a pinhole on the channel tube, water tightness was lost, there was no electrical continuity due to corrosion on distal end, the bending section cover had discoloration, the adhesive on the bending section cover had a chip, the bending tube had a dent, the plug unit was deformed, and the control unit had a scratch. In addition, the scope connector cover unit was deformed, the control unit was sticky due to water leakage, the scope connector was sticky due to water leakage, the scope connector cover unit was sticky due to water leakage, due to wear of angle wire, bending angle in 'up' direction did not meet the standard value, due to a dent on channel tube, forceps cannot be inserted smoothly, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the distal end tip cover and had breakage of the image sensor causing the image to disappear during angulation in the 'up' direction. There were no reports of patient involvement.